Manufacturer narrative:
Suture was not presenting any risk to patient prior to removal. Removal of the suture is considered medical intervention and therefore reportable.

Event description:
It was reported that patient received a myellevate treatment in (B)(6) 2022. On june 15, 2023, cynosure received updated information from the patient. Patient had suture removed on (B)(6) 2023.